Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (excessive axial loading).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy. The customer¿s blood glucose level was 374 mg/dl.